Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on the third day of infusion, solution leaked from the forearm puncture point of a (b)(6 year old female patient. Upon removing the bd saf-t-intima¿ IV catheter safety system, the catheter broke. A b-ultrasound was performed and detected the broken catheter in the blood vessel. Surgery was performed to remove the bd saf-t-intima¿ IV catheter safety system. There was no additional report of treatment or medical intervention.

Manufacturer narrative:
Investigation results: a sample was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the sample provided. Our investigators noted that the catheter had broken from the root and the section where the catheter broke was beveled as though cut with an instrument. The lab was able to replicate the observed damage to the catheter through the use of a retention sample and a pair of scissors. The most likely root cause is through interaction with a sharp instrument as breakage from tensile force would result in a different pattern at the point of breakage. The batch record was reviewed, no related abnormalities were found. The most likely root cause is through interaction with a sharp instrument as breakage from tensile force would result in a different pattern at the point of breakage.